Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the calcified and moderately tortuous apical left anterior descending (lad) artery. A non-bsc guide catheter was introduced; a non-bsc guide wire and the 2.25 x 12mm apex monorail catheter were advanced to the lesion. The apex balloon was inflated to 6 atm's, the duration of the inflation is unknown. Upon the second inflation, at 10 atms, the balloon ruptured; the duration of the inflation is unknown. The apex balloon catheter was removed from the patient without difficulty and the procedure was completed with an unspecified size quantum maverick balloon. No patient injury or complications were reported. The patient's condition was reported as "no problem".